Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity c total bilirubin and provided the following data for a newborn baby (age and premature/full term status unk): on (B)(6) 2024 at 5:35 pm ,sample ID (B)(6), initial result was 389.1 umol/l, which generated a high result flag. The customer reported that because of elevated result phototherapy was provided. After 2 hours of phototherapy, the child was sent to another facility and a new sample for total bilirubin (platform unknown) generated a result of 213 umol/l. The patient¿s physician questioned the results and asked to have sample ID (B)(6) repeated (approximately 14 hours later). The repeat results on (B)(6) 2024 were 231.6, 233.8, 244.4 umol/l, which all results generated high result flags. The sample was stored at a temperature +4°c and exposed to only the light from the lab. There were no reported injuries or patient harm and no reported impact on patient management.

Event description:
The customer reported falsely elevated alinity c total bilirubin and provided the following data for a newborn baby (age and premature/full term status unk): on (B)(6) 2024 at 5:35 pm sample ID (B)(6) initial result was 389.1 umol/l, which generated a high result flag. The customer reported that because of elevated result phototherapy was provided. After 2 hours of phototherapy, the child was sent to another facility and a new sample for total bilirubin (platform unknown) generated a result of 213 umol/l. The patient¿s physician questioned the results and asked to have sample ID (B)(6) repeated (approximately 14 hours later). The repeat results on (B)(6) 2024 were 231.6, 233.8, 244.4 umol/l, which all results generated high result flags. The sample was stored at a temperature +4°c and exposed to only the light from the lab. There were no reported injuries or patient harm and no reported impact on patient management.

Manufacturer narrative:
Section d4 - primary UDI number was corrected.

Event description:
The customer reported falsely elevated alinity c total bilirubin and provided the following data for a newborn baby (age and premature/full term status unk): on (B)(6) 2024 at 5:35 pm sample ID (B)(6) initial result was 389.1 umol/l, which generated a high result flag. The customer reported that because of elevated result phototherapy was provided. After 2 hours of phototherapy, the child was sent to another facility and a new sample for total bilirubin (platform unknown) generated a result of 213 umol/l. The patient¿s physician questioned the results and asked to have sample ID (B)(6) repeated (approximately 14 hours later). The repeat results on (B)(6) 2024 were 231.6, 233.8, 244.4 umol/l, which all results generated high result flags. The sample was stored at a temperature +4°c and exposed to only the light from the lab. There were no reported injuries or patient harm and no reported impact on patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any associated non-conformances or deviations with the complaint lot. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Ticket trending review has not identified any trends. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity c total bilirubin reagent lot number 64384uq06.